Event description:
It was reported that after the original case on (B)(6) 2024 the surgeon noticed the altera cage has collapsed on a follow up on (B)(6) 2025. The implant remains in the patient. This event occurred in the UK.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Manufacturer narrative:
It was reported that a 10x26mm, 8-12mm, 8° altera spacer was found collapsed during a post-operative evaluation of the patient. The spacer was implanted on (B)(6) 2024, and the post-operative evaluation took place on (B)(6) 2025. The clinical representative present during the case was contacted via email on 20 feb 2026, 24 feb 2026, 26 feb 2026, and 6 mar 2026 but was unable to provide imaging, operative notes, or description of the patient's current condition. Therefore, it could not be confirmed that the spacer collapsed as reported and the complaint is invalid. Upon review of historical complaint trends of the altera spacer family, no confirmed complaints of post-operative collapse were reported. The following sections were updated for this supplemental report: b4, g3, g6, h2, h6, h10.

Event description:
It was reported that after the original case on (B)(6) 2024 the surgeon noticed the altera cage has collapsed on a follow up on (B)(6) 2025. The implant remains in the patient. This event occurred in the UK.